Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, during training, the patient experienced difficulty turning the connector on the pump. The patient removed the cartridge, and the connector was able to turn without issue. The patient then tried with an empty cartridge, but the same difficulty occurred. The agent instructed the patient to perform a dry run of the tubing fill and to rewind the pump again. After completing these steps, the patient was able to successfully turn the connector with the cartridge inserted. No further questions were reported, and blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.